Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been one other complaint reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during intraocular lens (iol) implantation, the lens stuck in injector. There was patient contact with the product. The procedure was completed during the same procedure with a same model back up lens. Additional information was requested, but no further information is available.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested and received stating that there was no patient harm and the surgery was completed without any complications.

Manufacturer narrative:
The product was returned for analysis and the reported complaint could not be observed. Iol was returned outside of the device. The device was returned in a clear, plastic bag. The lockout assembly has been removed. The plunger has been fully advanced outside the tip of the nozzle. Viscoelastic is dried in the device. No damage observed. Iol was returned outside of the device in a plastic specimen container. Viscoelastic is dried on the iol. The product investigation could not identify the root cause for the reported complaint "lens stuck in injector" as the lens was returned outside of the device. Due to this, we are unable to confirm the lens and the plunger position for advancement and determine a root cause. The manufacturer internal reference number is: (B)(4).